Manufacturer narrative:
Initial reporter phone: (B)(6). . A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device alarmed. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
No patient information provided by the customer.